Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on this right ventricular (rv) channel. The patient received appropriate external shock; however the device took long to deliver therapy. Technical services (ts) reviewed and stated that the patient was already in ventricular tachycardia (vt) but the rate was below the vt rate zone of 170bpm. The vt zone was in a monitor zone, so no therapies were available. Boston scientific representative stated that the current shock impedance measurements were at 175 ohms. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead exhibited high shock impedance measurements, measuring at 160 ohms. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead will not be sent back for analysis.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on this right ventricular (rv) channel. The patient received appropriate external shock; however the device took long to deliver therapy. Technical services (ts) reviewed and stated that the patient was already in ventricular tachycardia (vt) but the rate was below the vt rate zone of 170bpm. The vt zone was in a monitor zone, so no therapies were available. Boston scientific representative stated that the current shock impedance measurements were at 175 ohms. This rv lead currently remains in service. No adverse patient effects were reported.